Event description:
Surgeon was performing a procedure with facetfuse mis screw system and was using the facetfuse drill bit (part number (B)(4)) to create pilot holes for placement of facetfuse screws. He was attempting to get the desired trajectory by leaning on the drill, which caused it to bend and break. The distal end of the drill bit remained in the inferior facet of l5 of the pt, while the proximal end remained in the drill assembly. The surgeon removed the inferior facet of l5 from the pt in order to remove the drill bit, and used an interspinous plate for fixation, instead of a facet screw. In total 20 minutes were added to the surgery, and no add'l blood was necessary. The surgery was completed successfully.

Manufacturer narrative:
A review of the device history and lot history did not indicate any changes in the design or mfg that would contribute to the breaking of the bit. A review of the broken bit itself did not reveal any deficiencies that would contribute to the breaking of the bit. The facetfuse drill bit was subjected to a force that was great enough to cause the breakage. Surgeons that change the trajectory of a drill bit while drilling run the risk that the force being placed on it can cause it to break. In this case the surgeon was leaning down on the drill trying to get the desired trajectory, which caused the bit to bend and break. The facetfuse surgical technique has the warning "do not change trajectory of dill when drilling. If trajectory needs to be corrected remove drill completely and re-drill pilot hole." This is on the same page as the step that demonstrates how to prepare the screw hole with the drill. Eval summary: facetfuse mis screw system surgical technique ((B)(4)).